Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who is implanted with a neurostimulator for spinal pain and for post lumbar laminectomy syndrome. It was reported that the patient had not been receiving any back pain relief for the last four months, so the health care professional was considering placing the leads higher to obtain more back pain coverage. The patient indicated that the implantable neurostimulator had not been working; however, the timeframe for this was unknown. Additionally, the patient indicated that the implantable neurostimulator needs a replacement as they had it ¿turned up quite a bit.¿ conflicting information was also received which indicated that there was no allegation of device issues. There were no further complications reported.

Event description:
Additional information was received from a consumer regarding the patient on (B)(6) 2019. It was reported that the patient had first noticed that the implantable neurostimulator was not working in (B)(6) 2018 when he was sent replacement external equipment. The patient has tried charging, replacing batteries, and using different remotes; however, this has not resolved the implantable neurostimulator not working and the loss of pain relief that the patient experienced. The patient indicated that the implantable neurostimulator not working and the need for a replacement is due to a patient issue and that he is not responding to stimulation. The patient noted a contributing factor to this issue may be related to programming. Additional review of previously received information found that in information received on 2018-sep-14, the patient previously reported that he was unable to feel stimulation in his back. He was able to connect with the patient programmer and verify that stimulation was on. The patient lost his patient programmer and recharger in a house fire and got replacements, and then he was able to charge his implantable neurostimulator. The patient tried to increase stimulation in all groups, including a, b, and c, and he was still not able to feel stimulation. The patient did not recently experience any fall or trauma which may have contributed to the issue. Additional information was received from a consumer regarding the patient on (B)(6) 2018 which indicated that he was able to feel stimulation in his back, but not down his left leg and that the issue was not resolved. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.